Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump was dropped and had a crack where the sn located goes all the way down to the bottom. The customer was surfing and got out of the water then the insulin pump no longer came on. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba1 due to severely corroded electronic assembly. Corrosion was also found on the battery tube, force sensor, motor and vibrator assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. In conclusion, the pump had a blank display due to j7 power connector becoming loose from the pcba1 due to severely corroded electronic assembly. Failure analysis summary: the insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube.  The insulin pump had a blank display due to j7 power connector becoming loose from the pcba1 due to severely corroded electronic assembly. Corrosion was also found on the battery tube, force sensor, motor and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.